Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. The motor was tested outside of the device and passed. The insulin pump was received with a missing end cap sticker. Further testing could not be performed due to the prime anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the customer changed the infusion set and reservoir twice. It was stated that the customer was experiencing high blood glucose for two days. It was stated that the customer was not comfortable and requested a replacement of the insulin pump. No further info was provided.